Event description:
It was reported that several days post-op, following an endo-radial procedure, necrotic tissue and an infection was observed at the incision site. The pt was put on antibiotics for the infection. The pt is now recovering and no other complications were reported. This report is filed because the infection was observed at the incision site.